Event description:
Clinical csf shunt failure confirmed by CT. At operation, abdominal wound reopened and catheter delivered: no drainage. Scalp wound then opened and valve and siphon control device exposed in situ: csf began to drip from abdominal catheter. Failure of siphon control device because of fibrotic tissue reaction.